Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an unrelated service performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) was not charging the battery in bay 2. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during an unrelated service performed by getinge service engineer for a demo unit, the cardiosave intra-aortic balloon pump (iabp) was not charging the battery in bay 2.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Upon further review and as per the gfe response received on 8jul2025, it was determined that the reported event occured with the demo unit of cardiosave. Therefore, the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.